Event description:
It was reported that the patient's right atrial (ra) lead was fractured. It was also reported that the ra lead exhibited high thresholds, high impedance, and oversensing. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.